Manufacturer narrative:
(B)(4). The customer reported that the icip was not displaying the drug administration schedule for one pt and one medication. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the icip was not displaying the drug administration schedule. No pt harm was reported.